Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by the customer's sibling that the customer got hospitalized due to high blood glucose on (B)(6) 2019 with unknown blood glucose levels at the time of the incident. The caller stated the customer had been going in and out of hospital for lows and highs. The caller did not mention how the customer was treated. The caller did not mention any symptoms. The customer was wearing the insulin pump during the incidents. Troubleshooting was not completed and no further information was provided. The insulin pump will not be returned for analysis.